Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) had inappropriately gone into backup mode. The patient later presented to the emergency department due to symptoms of dizziness and arrythmia. The patient's ICD exhibited no magnet response and failed to be interrogated. It was found that the ICD went into backup mode due to premature battery depletion. The ICD was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported events of failure to interrogate and premature discharge of battery were confirmed by analysis. The reported event of device in backup mode was not confirmed by analysis. Final analysis found the battery depleted due to moisture intrusion between the device's header and case. This moisture damage led to battery depletion and was attributed to an anomaly in the manufacturing process. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.